Event description:
It was reported that the patient was diagnosed with an aneurysm in the ophthalmic segment of the internal carotid artery (ica), and treatment with the subject stent was planned. The physician precisely super selected the microcatheter to the appropriate position in the parent artery. After strictly following the operating procedures to flush the subject stent, it was smoothly introduced into the microcatheter. With the assistance of three-dimensional angiography, the subject stent was accurately positioned and slowly deployed. After the tip segment of the subject stent was deployed, digital subtraction angiography (dsa) imaging showed that the small wings of the subject stent were entangled with the tip wire. The physician decided to continue deploying the subject stent after confirming the situation through multi-angle angiography. After the subject stent was fully deployed, during the withdrawal of the stent delivery system, the entire stent shifted due to wire entanglement, and the tip end prolapsed into the aneurysm. To achieve the therapeutic effect, the physician decided to supplement the implantation with another stent, which was successfully deployed. Angiography showed that the stent completely covered the aneurysm neck, adhered well to the vessel wall, had no residual stenosis, significantly stagnated blood flow within the aneurysm, and maintained smooth blood flow in the parent artery. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) only was returned. The distal sdw was kinked. The pda (procedure delivery assembly) and retract sheath pad were examined and were intact. The stent and introducer sheath were not returned. A functional inspection is not available. The reported event could not be confirmed during the analysis as the stent is implanted. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states " the stent was accurately positioned and slowly deployed. After the tip segment of the stent was deployed, dsa (digital subtraction angiography) imaging showed that the small wings of the stent were entangled with the tip wire. The physician decided to continue deploying the stent after confirming the situation through multi-angle angiography. After the stent was fully deployed, during the withdrawal of the stent delivery system, the entire stent shifted due to wire entanglement, and the tip end prolapsed into the aneurysm . To achieve the therapeutic effect, the physician decided to supplement the implantation with a flow diverter stent, which was successfully deployed." Analysis of the returned device indicates the sdw only was returned. The distal sdw was kinked. The pda and retract sheath pad were examined and were intact. The stent and introducer sheath were not returned. It is most likely that moderately tortuous anatomical factors encountered during the procedure resulted in the sdw becoming stuck in the stent which contributed to the stent dislodged/migrated. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. An assignable cause of procedural factors will be assigned to the as reported defects ¿stent dislodged/migrated¿ and 'sdw stuck in stent' and the as analyzed defect 'sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the patient was diagnosed with an aneurysm in the ophthalmic segment of the internal carotid artery (ica), and treatment with the subject stent was planned. The physician precisely super selected the microcatheter to the appropriate position in the parent artery. After strictly following the operating procedures to flush the subject stent, it was smoothly introduced into the microcatheter. With the assistance of three-dimensional angiography, the subject stent was accurately positioned and slowly deployed. After the tip segment of the subject stent was deployed, digital subtraction angiography (dsa) imaging showed that the small wings of the subject stent were entangled with the tip wire. The physician decided to continue deploying the subject stent after confirming the situation through multi-angle angiography. After the subject stent was fully deployed, during the withdrawal of the stent delivery system, the entire stent shifted due to wire entanglement, and the tip end prolapsed into the aneurysm. To achieve the therapeutic effect, the physician decided to supplement the implantation with another stent, which was successfully deployed. Angiography showed that the stent completely covered the aneurysm neck, adhered well to the vessel wall, had no residual stenosis, significantly stagnated blood flow within the aneurysm, and maintained smooth blood flow in the parent artery. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.